Manufacturer narrative:
Returned for evaluation was an evlt 55-ops fiber. A visual review of the fiber noted a fracture, 1.8cm from the tip. The customer's reported complaint description of a broken fiber is confirmed. Angiodynamics' supplier of the device was notified via a scar of the event. The vendor performed a review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to shipment. During the packaging step at angiodynamics, the fibers are inspected for damage. It is unlikely that the fiber was fractured prior to packaging. The most likely root cause for this event is due to handling damage during transit or within the customer's facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the laser fiber was removed from the sterile packaging, it was noted the fiber was fractured. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. The reported disposable device has been returned to the manufacturer for a device evaluation.